Manufacturer narrative:
Findings: unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Power management tool confirms the unloaded voltage(ul vlith) loaded voltage (loaded vlith) are within specs. However, pump error 25 found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, end cap address label missing and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was guided with steps to resolve the issue and was advised to monitor the pump. The pump software was 2.6. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.